Event description:
A customer reported an event of a "smoke" (haze) was emitting from the converter of their sterrad® 100s sterilizer. There was no report of any injuries or human reactions. This event is being reported as a malfunction report subsequent to a serious injury.

Manufacturer narrative:
Additional information received from the affiliate indicates this complaint (B)(4) is a duplicate of complaint # (B)(4). This event has been reported with MDR # 2084725-2017-00252.